Manufacturer narrative:
The abbott field service representative (fsr) inspected the module and discovered that the wash zone probe was misaligned; the wash zone probe (list number 08c94-36). The wash zone probe was deemed the likely cause for the false elevated architect free t4 result. The module function was verified with a control/precision run. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the architect processing module, serial number (B)(6) or the wash zone probe (08c94-36) was identified. Correction to h6 adverse event problem component code should be g03001 analyzer not g01003 device ingredient or reagent.

Event description:
The customer observed falsely elevated architect free t4 result for one patient. The sample was repeated with lower results. The following data was provided: initial result = 20.76 pmol/l repeat result = 14.23 pmol/l. Ft4 reference range = 9.01-19.05 pmol/l there was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect free t4 result for one patient. The sample was repeated with lower results. The following data was provided: initial result = 20.76 pmol/l repeat result = 14.23 pmol/l ft4 reference range = 9.01-19.05 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.